Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (The surgeon over-sewed the staple line to preclude permanent impairment to a body function or permanent damage to a body structure).

Event description:
According to the reporter, during a vats procedure, the staples were not formed properly. The surgeon over-sewed the staple line to preclude permanent impairment to a body function or permanent damage to a body structure and surgical time was delayed by more than 30 minutes. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. Functionally, the loading unit was cycled without hesitation or binding. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No product enhancements were generated. Should new information become available, the file will be re-opened and reassessed at that time.